Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she took out the battery and input new battery and was able to clear the alarm but buttons were unresponsive and insulin pump alarmed button error again. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer mentioned also that her blood glucose was 34 mg/dl that morning and ate breakfast. Customer checked her bolus and noticed that buttons were unresponsive and insulin pump alarmed button error. No further information provided.